Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007, the patient presented with following preoperative diagnosis: lumbar degenerative disc disease, lumbar stenosis, radiculopathy, facet arthrosis and again, degenerative disc disease, lumbar spine, and failure of conservative treatment. The patient underwent the following procedures: 1) l4 to sacral posterior segmental instrumentation and fusion using uss hardware. 2) transforaminal interbody fusion l4-5, l5-s1 with mtf allograft interbody graft and bone morphogenic protein using 13 mm graft at l4-5 and a 9 mm graft at l5-s1. 3) decompressive laminectomy partial l4 and s1 complete l5. 4) foraminotomies l4, l5, s1 bilaterally neurolysis, left l5 and s1 roots. 5) posterolateral bone graft infuse locally harvested autograft and 6) transpedicular bone marrow aspiration and application of vitagel. Per op notes: a mtf allograft interbody spacer was selected packed with rhbmp-2 and impacted through the annulotomy as anterior as possible towards the anterior longitudinal ligament as possible to maintain distraction and restore disc height at l4-5. A 9mm graft selected as the proper size and a mtf allograft spacer selected, packed with rhbmp-2 and impacted at l5-s1 and annulotomy was sealed with surgiflo. There were no intraoperative complications.

Event description:
It was reported that the patient underwent a procedure for tlif from l4 to s1 using rhbmp-2/acs. The patient's post-op period was marked by severe and unrelenting lower back and lower left extremity numbness. A CT scan performed on march 1, 2010 reportedly revealed copious amounts of posterior lateral bone at the level of implant. The patient continues to experience severe and unrelenting back pain that radiates into her lower extremities. She is unable to sit, stand, or walk for any extended period of time. The patient is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.